Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, life scan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan, another country in 2007 alleging that his one touch ultra meter would not turn on. The lfs, contacted the pt to obtain add'l info and confirmed/verified following info. On the same day between 9:00 and 9:30 am, the pt tried to test himself on the meter, but it did not turn on. The pt was feeling normal as he injected his usual insulin dose of 14 units actrapid. He ate his usual breakfast of 2 slices of bread, one with butter and cheese and the other with butter and honey. After this, the pt went for shopping. Between 11:00 and 12:00 am, he felt weak and had fuzzy vision. As a result, he ate some grape sugar and immediately felt better. The pt did not seek any medical attention or consult any doctor. He took the same dose of 14 units of actarapid insulin before lunch, dinner and sleeping. He also reported to take lantus insulin before going to bed. The pt takes his insulin dosage on a sliding scale. For a result of 100 mg/dl, the pt injects 14 units actarapid insulin and for every further 40 mg/dl, he injects add'l 1 unit of actarapid insulin. If the reading is less than 100 mg/dl, the pt decreases his dose for 1 units. The pt also reported to test himself 4 times a day and gets usual readings between 100mg/dl and 140mg/dl. The customer service rep (csr) verified that the pt was using correct test strips. The csr walked the pt through the resolving issue and it was resolved. Replacement products were sent. This complaint is reported because the pt alleges he was unable to obtain a reading on the lifescan product prior to taking insulin and afterward experienced symptoms. The pt claimed that he felt better immediately after taking oral sugar.